Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate shocks. The patient was undergoing a cardiac surgery and died sometime during the surgery. The type of cardiac surgery is unknown at this time. Cause of death has been requested and not received.